Event description:
It was reported that the universal handswitch would not lock into run or safety modes during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The run or safety not locking creates the potential for the device to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the universal handswitch would not lock into run or safety modes during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The run or safety not locking creates the potential for the device to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Impact damage is known to cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.